Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with only a portion of the plate remaining. The plate section included only a 9 hole middle section with sections sheared off at both ends of the plate. At one end, a 4 hole section is basically straight and flat with the remaining plate section bent to approximately a 28mm radius. No other anomalies were observed on the plate. The plate was inspected for critical features near the fracture regions at both ends of the part and was found to be within specification. A lot number was not provided, a DHR review could not be performed. Product development evaluation reveals part of one matrixmandible 20 hole, recon plate was returned no etched lot number was visible. The part returned contained nine locking threads, one end appears to have been cut while the other end has visible signs of fracture; this is consistent with the complaint description. The other sections of the plate were not returned. There was no abnormal marring or scratches visible on the plate opposed to bending marks at the fracture end of the plate. The plate was primarily contoured in the out of plane direction. The locking threads do not appear to have been engaged, which is consistent with the complaint description. The bending marks at the fractured end of the plate are consistent with marks received when the last hole bend feature of the combination bending pliers are used. The fracture plane is flat, homogeneous and both the top and bottom edge are clean breaks not ragged lines expected from material ripping. The fracture plane does not exhibit the cup/cone fracture pattern that is expected if plate breaks from just out-of-plane bending with the tension zone along the upper edge and the compression along the lower edge. The clean breaks on the fracture edges indicate that compression was applied to both edges before breakage; this can be achieved through reverse bending. The observed fracture pattern was duplicated on other matrixmandible plates by bending the plate with the last hole feature and apply a reverse bend to the plate. It can therefore be inferred that the plate referenced in this complaint was also subjected to reverse which is not approved according to the technique guide for the matrixmandible system. Therefore from a design perspective this complaint is considered invalid.

Event description:
It was reported that during a mandibular right resection procedure, while contouring the plate, on the final manual adjustment, the plate broke. The surgeon used another plate and completed the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).